Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, the srt initiated calibration and it failed. The air flow rate kept increasing over the normal calibration flow of 5 l/min to its maximum rate. There was no patient involvement.

Manufacturer narrative:
This complaint is related to MDR #1828100-2014-00501. The reported complaint was confirmed. The flowmeter was replaced with a lab-tested flowmeter and this allowed the electronic patient gas system (epgs) to operate to specification. Installing the suspect flowmeter back into the epgs would then duplicate the original complaint. The product will be sent to service to be brought to manufacturers specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.